Event description:
The report indicated that after cardiac ablation, the patient experienced pericardial effusion treated with pericardiocentesis. The report indicated that patient suffered a pericardial effusion approximately 2 hours after the case had completed. The patient's blood pressure was getting low in the recovery room, and a cardiac echo was performed. The patient was taken back to the lab for a pericardiocentesis. The patient was stable. During the procedure, two catheter exchanges occurred, and one transeptal puncture site performed. A transeptal puncture was performed with an abbott brk1 needle. There was no evidence of steam pop. The event occurred during mapping with qdot catheter. Correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. No error messages observed on biosense webster equipment during the procedure. The physician¿s opinion on the cause of the adverse event is that it is procedure related while mapping the coronary sinus (cs) with the ablation catheter. The patient fully recovered, and did not require extended hospitalization nor cardiac surgery.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).